Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-may-2026, a sales representative reported via (B)(4) that the ar-8992st dx nano fibertak had the drill bit break off. This issue was discovered during a case with no patient harm.